Event description:
It was reported when using the pyxis medstation es system drawer failed, unable to recover cubies main 2.1 b5, main 3.2 b5 and auxiliary 3.1 c6. The customer stated they were unable to remove medication to the patient during the malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie pockets were loaded with medication, but the pocket did not exist on the cubie map. A field service engineer recovered and reinstalled, but the pockets did not register. A field service engineer went into the application and the pockets were seen again. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the cubie pockets were loaded with medication, but the pocket did not exist on the cubie map. The field service engineer recovered and reinstalled the pockets to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. Complaint history review device history review exec investigation summary (minus description of problem).

Event description:
It was reported when using the pyxis medstation es system drawer failed, unable to recover cubies main 2.1 b5, main 3.2 b5 and auxiliary 3.1 c6. The customer stated they were unable to remove medication to the patient during the malfunction. There were no adverse events or injuries reported based on this event.